Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event involving the phenom catheter was not determined. There was no resistance experienced during either delivery or retrieval of the catheter. The primary catheter used in the procedure was the phenom catheter, although the specific model and lot number were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and proximally. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the posterior communicating artery with a max diameter of 15 mm and a 10 mm neck diameter. The landing zone was 4.9 mm distally and 5.2 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level met the standard. The angiographic result post procedure was good. It was reported that the pipeline was tracked to the distal landing zone and a little distal to that was the straight artery from where they planned to drag and drop the device. The device was not opening distally, it opened partially, the doctor dragged it down and tried to open the complete length of the device, it opened well in the middle segment but proximallyit did not open. The doctor tried a few troubleshooting techniques and tried to resheath and re deploy but the device did not open so the doctor had to remove the device and deploy a non-medtronic stent. The pipeline was positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than 2 times. Loading was required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a sheath: neuron max, a guide catheter: neuron, a microcatheter: phenom, a guidewire: traxcess.